Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rhino-laryngo videoscope had a yellow rust colored liquid coming out of it. The issue was found during reprocessing. There was no patient involvement.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to fluid leakage due to a tear inside the forceps channel caused by friction and stress related issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.